Manufacturer narrative:
A05: amber light a1102, a12, a13: scu disconnected, "tracker disconnected" message d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: -, ubd: unknown, UDI#: unknown; product ID: 9735820, serial/lot #: (B)(6) , ubd: unknown, UDI#: unknown g2: this event occurred in canada, see section e. H3, h6: the system was serviced in the field and the scu was replaced. Codes b01, c04, and d02 are applicable. H3, h6: the returned scu was analyzed. It was not displayed in toolbox when connected to a known good system. The scu powered up without issue but had no tracking for any of the three ports. Codes b01, c04, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while attempting to set up multivision for the microscope, the site was receiving a "tracker disconnected" message in the instrument tab. Troubleshooting was performed. Technical services (ts) had the local representative (cc) check for an amber light on camera cart, and the amber light was present. It was noted that the cc was using a different camera cart for this troubleshooting, as the original camera cart paired with the main cart had a faulted camera. Ts had the cc check internal network statuses, and the system control unit (scu) was disconnected. The probable cause was noted to be internal communication from the router to the scu was not functioning. There was no patient involvement.